Event description:
It was reported that the customer could not get insulin to go through the tubing. She received no delivery alarms. The bottom o-ring was exposed. The customer stated that the blue transfer guards did not seem as reliable as they used to be. Her blood glucose level was 206 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion test, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.